Event description:
Flow transducer and pressure transducer tests failed during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The investigation of the reported issue has been finalized. According to the received information the ventilator failed pressure and flow transducer tests during puc. There was no patient involvement. The reported issue has been confirmed in problem description and during evaluation of received service report. After replacing the pressure transducer printed circuit board the unit began to work. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Manufacturer narrative:
The investigation of the reported issue has been finalized. According to the received information the ventilator failed pressure and flow transducer tests during puc. There was no patient involvement. The reported issue has been confirmed in problem description and during evaluation of received service report. After replacing the pressure transducer printed circuit board the unit began to work. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Flow transducer and pressure transducer tests failed during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).